Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04624. The pt rec'd her scs system including two leads (with different lot numbers) on (B)(6) 2007. It was reported the pt had lost the stimulation in her legs. The sjm rep met with the pt and determined one entire lead was invalid. In addition, the other lead had two contacts with low impedance. Reprogramming was able to gain coverage in the legs from the knees and below, however, stimulation was not recaptured above the knees. It was reported the pt was working closely with her physician regarding possible surgical intervention.